Event description:
A valiant captivia stent graft system was inserted into a patient for the treatment of a 3-4cm focal lesion thoracic ulcer. It was reported that prior to insertion of the stent graft delivery system it was noted that the access vessels had not been sized/evaluated. No pelvic CT imaging was done pre case. Pre case angiogram was then performed which was noted by visual inspection to have small access vessels (size not officially measured). It was decided by the physician to attempt implant. The delivery catheter was flushed and hydrophilic coating activated in usual fashion. The physician inserted the device over a 260 wire in the usual fashion. The physician was unable to advance the delivery catheter to the intended landing zone. Two or three attempts were made to pull the delivery system back and re-advance without any success. The physician decided not to proceed and removed delivery system from the wire. At that point it was noted that a dissection of the common femoral artery was noted. This was successfully surgically repaired at the conclusion of the case and the patient was sent to recover in stable condition. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Conclusion: measurement of iliac limbs was not performed.

Event description:
The device was returned and the analysis has been completed. The event was not confirmed since it took place in-vivo. The root cause of the event could not be conclusively determined; however, was most likely due to patient anatomy.